Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and withdrawal difficulty occurred. The target lesion was located in the left anterior descending (lad). The physician advanced the 3.50x24mm taxus express2 drug eluting stent to the lesion. The physician attempted to pull the stent delivery sys (sds) into the guide catheter and met with resistance. The distal edge of the stent appeared to be flared. The whole sds was removed from the pt's body, and the hub of the sds was cut for retrieval. The physician successfully completed the procedure with another of the same size taxus stent. There were no pt complications reported, and the pt condition is listed as good. Further info has been requested but has not been received.